Event description:
It was reported that the zimmer air dermatome "worked well for first the skin harvest and on the second harvest the skin bunched up/macerated". The blade was changed along with the blade plate and reattempted the skin harvest. The skin bunched up again and black bits came out. This was found between blade plate and instrument. The motor was stated to have" gummed up too hot. The black bits appeared to be obviously dried blood". Add'l clinical follow up with the hospital indicated that the first planned graft was successful. The second planned harvest attempted with the dermatome was not usable. A reattempt was made at the planned donor site with a new blade, however, this was also unsuccessful. The customer reported the depth knob was unable to be adjusted. An alternate instrument was used to harvest an add'l donor site to complete the planned. Procedure.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 10 yrs old the last repair was on (B)(4) 2008, for an unk issue. The inspection found that the "0" thickness lever setting was out of spec. The unit was damaged and the width plates were badly scored. The likely cause of the reported complaint was damaged and corroded device components, due to a lack of preventative maintenance. The head and width plates, which both contact the skin while performing the graft procedure, were damaged with gouges and rough surfaces. This can affect blade travel, and interfere with the smooth skin travel past the blade and width plate. Should the skin bunch there is a chance it may get caught in the blade travel and cut again. While the reciprocating arm was corroded, the blade speed and travel did not appear to have been effected. It is not known if the corrosion was indicated in the reported complaint of "black bits came out". This is a re-usable device, subject to normal wear and tear, the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.